Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 16-may-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for cg8+ cartridge lot w25053.

Event description:
On 06-may-2025, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant hematocrit result on an 82 year male patient with a history of atrial fibrillation. There was no patient information at the time of this report. Return product is available for investigation. Method date collected tested hct hgb sample sysmex (B)(6) 2025 6:00 6:48 27.7% 8.3 g/dl a. I-stat (B)(6) 2025 5:59 5:59 41% 13.9 g/dl b. Sysmex (B)(6) 2025 6:00 6:50 25.5% 7.7 g/dl c. Sysmex (B)(6) 2025 6:00 6:23 28.6% 8.8 g/dl d. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Currently there is no reason to suspect a malfunction exists. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(6). As customer returned cartridges were received after the revision a investigation report was closed, revision b was created to include analysis of the returned cartridges. The customer reported obtaining a discrepancy in hematocrit (hct) and hemoglobin (hgb) patient sample results between testing performed using cg8+ cartridge lot w25053 and a sysmex lab instrument. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria found in q04.01.003 rev. Ao, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for cg8+ cartridge lot w25053.

Event description:
Na.